Manufacturer narrative:
Investigation summary: photos of the product packaging were submitted by the customer, however, no photos of the product, photos of the product failure or a physical sample were submitted for quality investigation. The customer complaint of flow issues - fluid blockage- occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20077525 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tubing was occluded, which delayed the administration of medicine during a brain code by 12 minutes. This event occurred with 4 total sets. The following information was provided by the initial reporter: "rns said they went through 4 of these with error codes and it delayed administration of a key medication during a brain code for 12 minutes. Rns said they ruled out a faulty IV pump." "What did the error say? Occlusion."